Event description:
In 2009, the pt reported that the "bolus didn't engage" referring to his infusion device. The call was disconnected. Upon follow up the following month, the pt stated that on occasion he believed he had programmed a bolus and he would then experience elevated blood glucose. He would review the bolus history of the infusion device and no bolus would be listed. He feels certain that the infusion device gave confirmation beeps and vibrations after the boluses were programmed. He was unable to provide specific dates of incidents and approximated that the issue began 6 months ago. He switched to this backup infusion device and stated that his blood glucose was "perfect" between 80-140 mg/dl. He stated that his blood glucose were elevated to 250 mg/dl but he was driving and unable to verify the bolus history. The stated that the time and basal rates were programmed correctly on the infusion device. The pt did not require medical assistance form a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.